Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that bd vacutainer¿ sst" ii advance plus blood collection tubes had a difficult to pierce stopper. The following information was provided by the initial reporter: "significant effort is needed to take the sst tube out of the needle holder after blood collection"